Event description:
It has been reported to philips that the geometry movements were not happening. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that geometry movement was not happening. Upon functional testing fse determined that the issue was most likely caused by the user inadvertently pressing the estop button, causing the table panning to become free. The fse conducted multiple tests, including exposure restarts and various geometry movements to resolve the issue. Fse found no recurrence of the problem and the system worked fine with no issues. The fse educated the customer regarding the estop activation button and its impact on table panning and handed over the system to the customer in good working condition. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.